Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawers 11 and 12 were not working, reportedly the end user was unable to open the drawers, and the drawers were not responding to the populate button. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 11 and 12 were not working. A field service engineer (fse) observed that the pixie bus controller lights for drawers 11 and 12 were not functioning and proceeded to replace the controller and configured both drawers remotely by the med bank. After med bank dialed in and completed the setup, the fse tested both drawers and confirmed that all functions were working properly. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), medical device catalog section g manufacturing location. The reported condition of drawers 11 and 12 not working was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order # (B)(4), the fse reported that draw 11 and 12 pixie bus controller lights were out. The fse replaced it and called med bank to configure both drawers. Both drawers were tested. The report was closed. During dchu visual inspection: pn 151730-21 s/n (B)(6): the pcba pmc pyxis mini fw1-12 was received with no signs of physical damage, fluid ingress or missing components. S/n (B)(6): the pcba pmc pyxis mini fw1-12 was received with signs of thermal damage on diode d501, capacitors c501, c503 & c504 and component u501. During dchu testing: pn 151730-21 s/n (B)(6): the pcba pmc pyxis mini fw1-12 was evaluated on an esd protected surface with a calibrated dmm and failed the testing of diode d501. No additional testing was required. S/n (B)(6): the testing from dchu was not necessarily due to the signs of thermal event on the internal component u501 of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as thermal damage to capacitor c501 and component u501 on pcba sn (B)(6) and blown diode d501 on the pcba sn (B)(6), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers 11 and 12 were not working, reportedly the end user was unable to open the drawers, and the drawers were not responding to the populate button. The customer stated that the malfunction occurred when user trying to issue medication to patient. As per part investigation, it was determined that thermal damage to capacitor c501 and component u501 on pcba sn (B)(6) and blown diode d501 on the pcba sn (B)(6), resulting from an electrical failure. There were no adverse events or injuries reported based on this event.